Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on an unknown date that the plate broke postoperatively fracture of clavicle plate 3.5, 8 holes. The breakage was detected via x-ray on (B)(6) 2011. This report is for an unknown plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for 1 unknown plate/unknown lot. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder .